Event description:
The customer reported the lh500 analyzer generated erroneous rbc and plt results without instrument specific suspect messages on one patient and rbc and plt voteouts with suspect messages on a different patient on the same day compared to their dxh800 analyzer. Erroneous results were not reported out of the laboratory and there was no death, injury or affect to patient treatment in connection with this event. The customer stated the patient samples involved in the event were repeated and reported from their dxh800 analyzer.

Manufacturer narrative:
Printouts received from the customer were evaluated. They indicated that the lh500 analyzer generated erroneous high platelet results compared to their dxh800 which was considered correct. All other parameters correlated. The customer did not provide printouts to evaluate the voteouts for the rbc and platelet parameters. A field service engineer (fse) was dispatched. The fse confirmed a faulty rbc mix bubble solenoid. The fse replaced the solenoid resolving the issue. While onsite, the fse replaced the primary aspiration pump as incidental maintenance. Upon recur, the failure mode identified is likely to generate erroneous rbc and plt results due to compromised mixing in the rbc bath. (B)(4).